Manufacturer narrative:
(B)(4). Eval results/conclusions: root cause of reported event cannot be determined, balloon inflated above its recommended rate burst pressure.

Event description:
The physician intended to use a 1.25 mm diameter x 6 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter to treat a lesion in the 1st diagonal. The device had been inspected and prepared prior to use with no abnormalities noted. The target lesion was severly calcified with 99% stenosis. An attempt was made to deliver a 2.0 x 15 mm other brand balloon, however, this device failed to cross the lesion and was removed. The physician then introduced the sprinter legend balloon and dilated the lesion. The other brand balloon was introduced again and used to further dilate the lesion, however, the lesion was still not fully dilated. The physician introduced the sprinter legend balloon again and inflated the device to 20 atm. It was reported that the balloon did not deflate. While the physician attempted to withdraw the device, the balloon deflated and was successfully removed from the pt. No clinical sequelae were reported.